Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor was already detached: the following information was provided by the user facility: the anchor of the angio-seal device was already detached when the poly-foil pouch was opened; the device was not used; a new angio-seal device was used to continue the hemostasis procedure; the physician had completed the training process on the device prior to this case; the puncture site was distal to the inguinal ligament of the right common femoral artery; the sheath size of the ancillary used was 6 fr.; hemostasis was successfully achieved with the second device; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8fr angioseal sts device was returned for evaluation. Returned with the carrier tube assembly was the arteriotomy locator, hemostatic sheath, and guidewire in the original packaging tray. Additionally, returned with the carrier tube assembly was a small section of discolored suture. The returned components were subjected to visual analysis where it was noted that there was a blood like substance on the returned components and packaging tray. The carrier tube assembly was not returned mated with the hemostatic sheath and the bypass tube was found detached from the distal tip of the carrier tube. The device cap of the carrier tube assembly was found in the forward lock position indicating that no steps of deploying the anchor had occurred. The distal tip of the carrier tube was observed under microscopy. The collagen appeared to be expanded as evidence by the enlarged slit of the carrier tube. Additionally, the anchor could easily be seen securely attached to the collagen. The complaint could not be confirmed for anchor detachment, but could be confirmed for device component dislodged, as the bypass tube was not at the distal tip of the carrier tube assembly. At this time, no conclusion can be made as to how the bypass tube became detached. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.